Event description:
The patient reported that he had an istent implanted in his right eye a couple months ago. Postoperatively, his intraocular pressure (iop) reduction is not as much as expected. Preoperatively his iop was in the high 20's to low 30's; postoperatively his iop is in the mid 20's. The surgeon told the patient that the stent is improperly placed and the patient has been scheduled in (B)(6) for stent replacement.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no issues found. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).